Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed twenty-eight other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional " we received a consult from the floor rn stating that the PICC was leaking. When I arrived to assess the line I attempted to flush the PICC with the pressure valve attached and noted it was leaking at the connection. I switched out the pressure valve and flushed again with the same result. I checked the packages and noted both valves were from the same lot, so I went to the floor's storeroom and got a pressure valve with a different lot number. When I attached it to the PICC, leaking was also noted at the connection. I then attached a flush directly to the hub, and was able to flush without leaking. At that time it was determined that something was wrong with the connection site of the PICC and that the patient would need a PICC exchange. When we got to the room alvin checked the line of the new kit by flushing with the valve attached the hub, and found that this PICC leaked as well. Its from the same lot#. We then opened a third PICC kit, attached the valve and flushed, and finally found a PICC that worked. This one had the same lot number as the two previous kits." This report addresses the second leaking PICC.